Event description:
It was reported that the buttons were pressed several times and they were unresponsive. It was stated that the battery was removed and a new battery was inserted, but the anomaly persisted. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had intermittent buttons response due to moisture damage at the keypad traces. Unable to confirm button error alarms. The device was received with a loose motor support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.